Event description:
It was reported that intermittent occlusion alarms occurred. The customer replaced the pump supplies and delivered a correction injection to resumed insulin therapy. Customer's blood glucose was in the range of approximately 240-300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.